Event description:
It was reported that a flogard infusion pump experienced a constant downstream occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial reporter: international phone number: (B)(6). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review and power on self-test were performed. During the alarm log review and power on self-test the occlusion alarm was identified. The alarm was cause by a damaged latch roller. The latch roller was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order.